Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. Attempts to obtain additional info, including a model (icc code) and lot number are underway. No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted.

Event description:
It was reported the end user developed skin irritation after his two piece system leaked. At the time of the leak, the end user was reportedly unable to remove and change the device for six hours. The pt sought treatment from his physician and was issued an prescription for a topical foam (proctofoam). The end user has discontinued use of the topical foam after suffering a reaction to the foam. No improvement to his skin irritation has been noted.